Event description:
Additional information received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of far p-wave oversensing were noted on the device. Device reprogramming is anticipated and the patient was stable.